Manufacturer narrative:
(B)(4).

Event description:
During review of the in-house programming/diagnostic history database, it was observed that on office visit on (B)(6) 2015 the patient's settings were different than what were programmed at the previous office visit on (B)(6) 2015. The settings found were indicative of a faulted diagnostic test; however, there were no system diagnostic testing from office visit on (B)(6) 2015 was within normal limits. The settings were corrected on (B)(6) 2015. No patient adverse events were reported.